Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, this was mechanical thrombectomy procedure of an occlusion to the left middle cerebral artery (m1) with normal vascular anatomy. An embotrap ii 5x33 revascularization device (et009533, 20d031av) was positioned in the middle cerebral artery (m1/m2) and the 5f sofia catheter was in m1. The retraction of the embotrap was smooth at first, but then the whole system stalled in the carotid syphon. The physician could not pull the embotrap through the sofia anymore. After using a lot of force, the embotrap tore off in the sofia catheter. The doctor aspirated the sofia again and then pulled out the catheter. Half of the embotrap was in the catheter. The procedure was successfully completed. There was no patient injury reported. There was a slight procedural delay of about 5 minutes due to the reported event. There were no fragments generated. The patient did not receive lysis. A vista brite tip guiding catheter was also used. No additional information is available. The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing record evaluation (mre) associated with lot number lot #20d031av presented no issues during the manufacturing or inspection process that can be related to the reported event. With the information available and without the product available for analysis, the reported customer complaints of withdrawal difficulties into the intermediate/guide catheter after deployment and strut separation could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the events were related to the device manufacturing process. Withdrawal difficulty into the intermediate/guide catheter after deployment is a potential complication associated with the use of the embotrap ii revascularization device in endovascular mechanical thrombectomy. The embotrap instructions for use (IFU) warns the user to never withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. There are clinical, procedural factors, including vessel characteristics, severe tortuosity, clot burden/characteristics, device interaction, device selection, and operator technique that may have contributed to the events. The strut separation might have been caused by the use of force as noted in the event description, however, this can not be confirmed without the return of the device. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during this was a mechanical thrombectomy procedure of an occlusion to the left middle cerebral artery (m1) with normal vascular anatomy. An embotrap ii 5x33 revascularization device (et009533, 20d031av) was positioned in middle cerebral artery (m1/m2) and the 5f sofia catheter was in m1. The retraction of the embotrap was smooth at first, but then the whole system stalled in the carotid syphon. The physician could not pull the embotrap through the sofia anymore. After using a lot of force, the embotrap tore off in the sofia catheter. The doctor aspirated the sofia again and then pulled out the catheter. Half of the embotrap was in the catheter. The procedure was successfully completed. There was no patient injury reported. There was a slight procedural delay of about 5 minutes due to the reported event. There were no fragments generated. The patient did not received lysis. A vista brite tip guiding catheter was also used.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.